Event description:
It was reported that the recipient experienced a wound at the implant site. The recipient's wound was cleaned and device non-use was recommended until the wound demonstrated improvement. Advanced bionics is currently in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. This is the final report.